Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they battery compartment was damaged. It was broken away. There were cracks and pieces missing. The battery was being held in by about 1/4 inch of a threading. The customer did not know how the damage occurred. They noticed the damage when they changed the battery about a month ago. The customer's blood glucose level was unknown. Additionally, the customer reported that their activity guard had been missing for a couple of years. After troubleshooting was performed the customer was advised to revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and broken battery tube threads.